Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by abdominal pain, diarrhea and "decay". Two days after event onset, the patient presented to the emergency room, hyoscine was administered and the patient was discharged the same day. Two days later, the patient presented to the renal unit with cloudy effluent and was treated with an unknown intraperitoneal antibiotic. Three days later the antibiotic was changed to intravenous cefepime (no further details) for the peritonitis. Dianeal therapy was ongoing. At the time of this report, the patient was not recovered from the event and antibiotic therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information: upon follow up it was reported that seven days after event onset, treatment with cefepime was discontinued. On an unreported date, the patient began treatment with intravenous meropenem (no further details). Nine days after event onset, pd therapy was discontinued and the pd catheter was removed. Two days later the patient started hemodialysis therapy. On an unreported date reported as ¿after ambulatory management¿, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.